Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. MFR site eval: samples received: 1 unopened racepack. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. We have tested the needle attachment of the sample received and the results fulfil the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the sample tested. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). The thread detached from both needles.